Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, and he may have an issue with the battery cap. It was stated that over a year ago the customer reported that the insulin pump was stolen. The caller was not with the customer at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.